Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling cartridges with approximately 300 units of insulin. There was no reported impact to the customer¿s blood glucose level. Reportedly, a new cartridge was loaded to resolve the issue. Although requested, the customer declined assistance from tandem technical support.